Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the sample probe 3 and reagent probe 5 and performed alignments. The customer ran quality control (qc) for methods on server 3, and the instrument was operational. The following day the customer observed issues with calcium qc recovery and contacted the siemens customer care center (ccc). Ccc instructed the customer to change the calcium assay from server 3 to server 2. Calibrations and qcs were run, resulting as expected. The cse returned to the customer site. The cse replaced the sample probe 3 mixer and performed alignments. The cse ran service methods, after which the customer ran quality controls for server 3 methods. The cause of the discordant, falsely depressed calcium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed calcium result.